Manufacturer narrative:
X-rays were reviewed by the manufacturer. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were noted after a generator replacement surgery. The intraoperative diagnostics tests were normal. High lead impedance readings were obtained two weeks postoperatively. X-rays reviewed by the manufacturer did not identify any lead anomalies. The vns has been programmed off. Attempts for further information are in progress.